Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced establishing telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to implant. A magnet reset was performed and the device was successfully interrogated. No adverse patient effects were reported.